Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:04; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:04 was confirmed by service. This condition was caused by an out of calibration air-in-line printed circuit board (ail pcb). The ail pcb was recalibrated to fix the reported condition. Additional information: this involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.